Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal with lymphadenectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding there being no monopolar power on the erbe generator and faulting. Tse reviewed the system logs and found error c-34. Tse had the customer perform a hard power cycle on the erbe, but the fault came back when trying to fire the monopolar energy. The customer will be connecting the force triad generator and the activation cable for monopolar power to finish the surgical procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). The iesu was analyzed and found that system logs showed error c-34. The error c-34 was confirmed during startup and monopolar coagulation energy activation. Upon visual inspection, fa found that the unit had no significant scratches or dents, and the front bezel was in decent condition. The iesu was placed on a well-known system and was run in a normal mode. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.